Event description:
Patient requested a hysterectomy for dysmenorrhea. During the repair of the cuff the endo stitch device was toggled and easily removed from the tissue during the cuff attachment. However, it was noted that the needle was no longer attached to the endo stitch device. Visual and palpation was used to identify the fragment (5mm) of the device, but it was not found. X-ray was performed and the fragment was able to be seen. The surgeon consulted with a general surgeon and determined that the risk associated with doing an open incision to further locate and remove was not warranted or indicated. Patient was discharged the same day without further complications.